Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: synergy ous mr 3.50 x 20mm stent delivery system was returned for analysis. An examination of the crimped stent revealed no issues. The stent showed no signs of damage or movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within the specification. The balloon cones were reviewed and there were no issues to note. The balloon wings were tightly wrapped and evenly folded. A visual and tactile examination of the hypotube revealed multiple kinks. The hypotube was broken at approximately 280mm distal from the distal end of the strain relief. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 21-dec-2017. It was reported that the shaft broke in a portion that cannot enter the patient's body. The target lesion was located in the concentric, de novo, calcified left anterior descending (lad) artery. Right femoral access was gained. A non bsc guide catheter was placed, the a 3.50 x 20mm synergy¿ drug-eluting stent was advanced; however, the shaft broke outside the patient's body while the physician was putting the device into the vessel. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break in a portion that could potentially enter the patient's body.